Event description:
It was reported that the patient arrived at the facility with convulsive symptoms around 00:30 am on (B)(6) 2020 (friday). The patient is suspected to have epilepsy. During patient examination, it was observed that the patient had a complete atrioventricular block and underwent temporary pacemaker surgery. During the procedure, the patient went under cardiac arrest which occurred from vt, but returned to sinus and underwent emergency pci (three-branch lesion) while using a cardiosave intra-aortic balloon pump. The first intra-aortic balloon (iab) trans-ray plus 7.5fr. 35cc used had no problems from insertion to indwelling and pumping, and the blood pressure and diastolic augmentation were well confirmed. Pci operation was completed and the patient left the cath lab. At that time, a decrease in blood pressure was observed by iab catheter sensor measurement. The assist pressure due to iabp also decreased (the balloon internal pressure waveform was normal), and when the iab catheter was confirmed under fluoroscopy, the tip of the balloon was displaced downward. At this time, the base of the iab was at the same position as the initial position and no change was observed. It was decided that the iab would be removed; however, the guide wire did not go ascending beyond the base of the balloon and struggled. The patient was administered inovan to maintain blood pressure, and the guide wire was re-pulled from brachial using a gooseneck snare to ascend. The iab was indwelled and removed. Subsequently, a trans-ray plus 7.5fr. 40cc iab was attempted but there was difficulty because the guide wire could not be raised to the bottom. The procedure was successfully completed using a 35cc iab catheter manufactured by zeon. The patient is being transferred to another facility for a coronary artery bypass grafting (CABG) surgery. It is unknown if the patient¿s injury is attributed to the iabp. A separate balloon MDR has been created.

Manufacturer narrative:
The pump model and serial number of the involved iabp has not been reported to us. Additionally, there was no reported malfunction of the involved iabp; however, additional information has been requested, and if received, we will submit a supplemental. The production device history record (DHR) for this iabp unit cannot be reviewed per sop since the serial number for the unit was not provided.

Manufacturer narrative:
The customer has not requested for getinge to evaluate the iabp unit involved in this event. A supplemental report will be submitted if additional information is provided. (B)(6).

Event description:
It was reported that the patient arrived at the facility with convulsive symptoms around 00:30 am on (B)(6) 2020 (friday). The patient is suspected to have epilepsy. During patient examination, it was observed that the patient had a complete atrioventricular block and underwent temporary pacemaker surgery. During the procedure, the patient went under cardiac arrest which occurred from vt, but returned to sinus and underwent emergency pci (three-branch lesion) while using a cardiosave intra-aortic balloon pump. The first intra-aortic balloon (iab) trans-ray plus 7.5fr. 35cc used had no problems from insertion to indwelling and pumping, and the blood pressure and diastolic augmentation were well confirmed. Pci operation was completed and the patient left the cath lab. At that time, a decrease in blood pressure was observed by iab catheter sensor measurement. The assist pressure due to iabp also decreased (the balloon internal pressure waveform was normal), and when the iab catheter was confirmed under fluoroscopy, the tip of the balloon was displaced downward. At this time, the base of the iab was at the same position as the initial position and no change was observed. It was decided that the iab would be removed; however, the guide wire did not go ascending beyond the base of the balloon and struggled. The patient was administered inovan to maintain blood pressure, and the guide wire was re-pulled from brachial using a gooseneck snare to ascend. The iab was indwelled and removed. Subsequently, a trans-ray plus 7.5fr. 40cc iab was attempted but there was difficulty because the guide wire could not be raised to the bottom. The procedure was successfully completed using a 35cc iab catheter manufactured by zeon. The patient is being transferred to another facility for a coronary artery bypass grafting (CABG) surgery. It is unknown if the patient¿s injury is attributed to the iabp.